Manufacturer narrative:
H11 - a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it was reported by customer precipitant in the bag. Event details: today we have had several issues with precipitants and plastics in the bags. We had a total of three 200 mg keytruda bags ($10,000 a piece), one 1500 mg imfinzi bag ($13,000) and two 420 mg perjeta bags ($ 4,000 a piece). We also had 2 keytruda vials ($10,000) that have precipitant after the vial was spiked with vial adapters (lot#2410402). However, when we troubleshot the compounding of one of our ketruda bags,  we injected keytruda only with needles and spiked the secondary set, but we still had precipitation in the bag. The bag spike lot # 2405504. We're just grasping at straws to figure out why this occurred.  Additional information: it is very difficult to see but it looks like microparticles suspended in solution. Could be drug or air bubbles, but I want it tested to be safe.

Event description:
No additional inform.tion,

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photograph and four vials were provided to the quality team for investigation. Upon evaluation, no particles or other foreign matter were identified in the submitted photograph or within the returned vials. A device history record review was conducted for protector lot 2410402 and adapter lot 2405504. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported concern. In addition, retained samples from each lot were evaluated. Visual inspection revealed no defects, and fragmentation testing confirmed that all products met applicable specifications. Based on the results of the investigation, the reported condition could not be confirmed; therefore, a root cause could not be established at this time. We appreciate you bringing this observation to our attention. Complaints related to this device and reported condition will continue to be tracked and trended. Data will be captured in trend reports and reviewed on a monthly basis as part of our routine quality monitoring to identify any emerging trends.